Manufacturer narrative:
An event of "a communication issue with the advisor hd catheter resulting in a delay" was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a paroxysmal supraventricular tachycardia procedure, there was a software issue with the ensite x system and a communication issue with the advisor hd catheter resulting in a delay. An hour into the procedure, the ensite x suddenly froze and then shut down. The ensite x system was restarted and the study was re-entered, but it immediately froze again and shut down. After the power outlet location was changed and it was restarted again, rf delivery with the ablation catheter was performed and tag was applied successfully. At that time, a preset was not used. After connecting the catheter to draw post-map, it froze again and shut down after a while. After resuming the study, the procedure was completed with only the ablation catheter without using the advisor hd catheter. There were no adverse consequences to the patient.